Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller was returned for evaluation. The returned controller, serial number (B)(6), was functionally tested and found to operate as intended. The downloaded log files were reviewed, and showed the controller was able to support the pump without issue while the driveline was connected. Multiple attempts were made to obtain additional information regarding the reason for the controller exchange; however, no additional information has been provided. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The controller was shipped to the customer on 21aug2023. The heartmate 3 instructions for use (rev. D) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. The heartmate 3 instructions for use, section 2, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. The heartmate 3 patient handbook (rev. A) was available for use at the time of the event and cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the site requested to return the system controller. No further information was known.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.